Manufacturer narrative:
(B)(4). Date sent: 08/19/2016. No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was not squeezing shut. The initial two clips formed, however the surgeon was not confident in the full formation. The rest did not form correctly. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.